Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the aaa procedure. The aaa procedure was completed and the two successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.